Manufacturer narrative:
The customer did not return the suspected device for evaluation. Lot # 0ej3b02a of contour test strips associated with the event expired in may-2022. Therefore, the in-house testing could not be performed with the retained samples. The device history record was reviewed for the suspected contour meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured in section as the customer's weight was not provided.

Event description:
The customer called to report that within 10 minutes, he obtained blood glucose readings of 388 mg/dl on the contour meter and 174 mg/dl on a non-ascensia meter. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.